Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the event data and determined that the syngo lab data manager application software had performed according to specifications. To re-use an sid, the operator must delete the entire sid and corresponding information from the syngo lab data manager application software. In this case, the operator had cancelled the test that was ordered for the initial patient at the lis, but did not delete the information from the syngo lab data manager application software. When the sid was re-used for a second patient sample, the first patient sample was run for the ordered test because the information had not been deleted and was associated with the first sample loaded. The cause of the incorrect patient sample being tested was operational context. This device is performing according to specifications. No further evaluation of this device is required.

Event description:
The operator of a syngo lab data manager application software loaded a patient sample with the sample identification (sid) (B)(6) and ordered a potassium test to be run on the sample. The operator then cancelled the order on the laboratory information system (lis). A patient sample from a different patient was loaded on the syngo lab data manager application software with the same sid as the previous sample and a potassium test was ordered. The first patient sample loaded on the syngo lab data manager application software was tested for potassium instead of the second patient sample. It is unknown if the result was reported for the incorrect patient. There are no reports of patient intervention or adverse health consequences due to the syngo lab data manager application software testing the incorrect patient sample.